Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal uprod was getting stuck on the ankle clamp and wouldn't pass through smoothly.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: conclusion and justification status: the complaint states it was reported that the distal uprod was getting stuck on the ankle clamp and wouldn't pass through smoothly the device was reviewed by bioengineering and a report was received stating; examination of the returned device confirms that the distal rod does get stuck on the ankle clamp when assembling. Once it is assembled, it is still possible to fully attach and detach the construct, however it is very stiff. The pin which holds the lever in place was removed to try and find the cause of the problem. Once the lever was removed that the ankle clamp moved freely within the distal uprod, suggesting the catch that locks into the teeth is not fully disengaging when the lever is pressed. A complaint search was conducted and other complaints were found relating to a similar issue. It was unlikely that a manufacturing defect was present (B)(4) attune distal uprod a/p slide seizures complaints has been opened to investigate further. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.